Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report wanted to order tape for delivery 8/20. Patient said that he did not want the surgical tape because it makes him itchy. No rga needed. Silk tape was sent out on order (B)(4), the patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).